Event description:
It was reported that the gastrointestinal videoscope exhibited scope error code -e237, dirt on the objective lens and foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for scope error e237 was likely due to corrosion on the plug unit. Based on the results of the investigation, dirt on the objective lens and foreign material inside the nozzle was confirmed. However, a root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.